Event description:
In 2008, the pt reported she discovered her insulin infusion set had come loose when she awoke this morning. She stated it may have disconnected because she had tossed and turned during the night and may have rolled over on it. The pt was assisted in changing and priming her infusion headset and tubing. She then successfully placed her infusion device into run. The pt was educated on the sandwich technique for securing her headset. During the call, the pt checked her blood glucose reading and it was elevated to 171 mg/dl with her normal range being 80-150 mg/dl. The pt was sent complimentary tegaderm and a guide to infusion site mgmt. On follow up with the pt, she stated her blood glucose returned to her normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.